Event description:
The pt was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 8/14/98. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 3/12/99.